Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded essure that migrated') and device expulsion ('migration of essure device, an essure device is clearly seen in the fundal mid body of the uterus') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper abdominal discomfort, ovarian cyst, ache, endometriosis and adhesive middle ear disease. Previously administered products included for an unreported indication: ocella from 2007 to 2010. Concurrent conditions included pelvic discomfort, hemorrhagic cyst, left lower quadrant pain, tenderness, hernia, hot flashes, night sweats, ankle swelling, abdominal pain, pelvic congestion syndrome, lower abdominal pain, menses irregular, adenomyosis, leiomyoma, paratubal cyst and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe moody") and irritability ("hormonal changes describe :- irritable"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device and device expulsion outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, mood altered and irritability had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, irritability, menorrhagia, migraine, mood altered, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2011: bilateral fallopian tube obstruction. Concerning the injuries reported in this case, the following one were described in patients medical record: dysmenorrhea. Dyspareunia, menorrhagia, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs & mr received. Reporter information added. Case become incident injury nos updated to embedded device and new events added - partial expulsion of device, vaginal bleeding, menorrhagia, migraine, nausea, pelvic pain female, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, moody, irritable, severity added for pelvic pain. Events outcome added for vaginal bleeding, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, moody, irritable, migraine, nausea, pelvic pain. Medical history and lab test added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('imbedded essure that migrated') and device expulsion ('migration of essure device, an essure device is clearly seen in the fundal mid body of the uterus/migration') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper abdominal discomfort, ovarian cyst, ache, endometriosis and adhesive middle ear disease. Previously administered products included for an unreported indication: ocella from 2007 to 2010. Concurrent conditions included pelvic discomfort, hemorrhagic cyst, left lower quadrant pain, pelvic pain female, hernia, hot flashes, night sweats, ankle swelling, abdominal pain, pelvic congestion syndrome, lower abdominal pain, menses irregular, adenomyosis, leiomyoma nos, paratubal cyst and uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)/menorrhagia (heavy menstrual bleeding)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe moody") and irritability ("hormonal changes describe :- irritable"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced pelvic pain ("pain/pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device and device expulsion outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, mood altered, irritability, abdominal pain and headache had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, irritability, menorrhagia, migraine, mood altered, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: hysterosalpingogram results previously captured, as per pfs, plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2011: bilateral fallopian tube obstruction. Concerning the injuries reported in this case, the following one were described in patients medical record: dysmenorrhea. Dyspareunia, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: new events - abdominal pain, headaches added. On 17-sep-2019: fu 4 and fu 5 processed together. No new significant information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.